Event description:
The customer reported via phone that they experienced high blood glucose of 444 mg/dl. Customer needed assistance to calibrate sensor. Customer was using a different glucometer. Customer was walked through where to enter blood glucose manually and calibrate. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.